Event description:
The physician attempted to place a 3.0 x 15mm biodivysio stent into the left circumflex artery. The stent would not cross the lesion. The physician pulled the stent up to the catheter, but felt resistance. The physician then pulled the catheter, stent and wire out, but stent became dislodged from the system. The stent was located in the common femoral artery, and the decision was made to leave the stent in this location.